Manufacturer narrative:
One (1) expedium dual innie intermediate castle tightener [product code: 2797-22-550] was returned to the chu for evaluation. Visual examination at the macroscopic level revealed that one of the four castle nut tabs was fractured at the distal tip of the instrument. The fractured castle nut tab was not provided for evaluation. The fracture analysis report suggests that the fractured surface exhibited rough surface characteristics that extended across the entire surface suggesting that the tab underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the castle nut tab breaking cannot be positively determined. However, the fracture analysis report suggests that the fractured surface exhibited rough surface characteristics that extended across the entire surface suggesting that the tab underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
L4/s1 posterior instrumented fusion. As the surgeon was locking di set screw onto the rod and screw the distal castle nut broke one of the teeth off. The broken fragment was suctioned up into the sucker. No remnants left in patient. We used a same like product from another kit to lock off construct and finish operation. 5 minutes delay, no adverse event.